Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4)

Event description:
The customer contact reported the patient received less medication than intended. On an unspecified date and time, the pump was programmed to deliver an unspecified concentration of cefazolin at a rate of 120ml/hr with an unspecified volume to be infused and the delivery was started. The customer contact reported that after the delivery was reportedly complete, there "appeared to be 20ml-30ml left in the bag." The device was removed from clinical service. Therapy was completed via gravity delivery. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.